Event description:
The following has been reported in manufacturer report# 3004209178-2015-10048: it was reported the device caused problems such as headaches and other issues. The patient was just going downhill. The patient has been declared permanently disabled; cannot use arms and hands to hold a hose to water their yard. The patient was also getting pain at the implant site. All of these problems were never there before they made the change in the ins model. It was additionally reported that ¿others¿ were having the same concerns with the device too which were similar to the previous reported information in manufacturer report# 3004209178-2015-10048. There was no additional information available regarding the ¿other¿ patients and it was unclear what issues the ¿other¿ patients experienced. No further follow up is possible.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).